Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error due to improper insertion of the cassette.

Event description:
On 10/29/2024 it was reported by a distributor via (B)(4) that an abs-10063 angel processing set had a leak from the cassette while spinning. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.